Event description:
It was reported that during a carotid stenting procedure, the stent partially deployed. The 80% stenosed lesion was located in the mildly calcified and mildly tortuous left internal carotid artery. The lesion length was 15mm and the vessel diameter was 7mm. Vascular access was obtained at the femoral artery. The physician attempted to deploy the carotid wallstent monorail in the target lesion, however, the filterwire wrapped around the sheath and the wallstent partially deployed in the outer sheath. The physician attempted to deploy the stent several times, but was unsuccessful. The physician then tried to reconstrain the carotid wallstent back into the sheath, but was unsuccessful, however, the physician did withdraw the full stent delivery system into the 8fr guider soft tip guiding catheter and removed both devices outside the patient. Another manufacturer's 8mm x 40mm stent and another unspecified stent were successfully implanted into the target lesion. No patient complications were reported, and the patient's status was noted as "good".